Manufacturer narrative:
UDI number: na.

Event description:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient reportedly elected revision surgery for a technology upgrade.

Manufacturer narrative:
The external visual inspection revealed slices at the fantail region. This is believed to have occurred during revision surgery. The photographic inspection confirmed severed electrode wires at the fantail region. This is believed to have occurred during revision surgery. System lock was verified. The device passed the electrical tests performed. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.